Event description:
It was reported that leakage from the catheter was found while using the power trialysis. There was no reported patient injury. On 10/09/2019 the facility reported that the initial information was incorrect and the correct event description was as below. (B)(6). It was reported that during insertion of the catheter, the catheter could not be advanced/withdrawn because the guidewire was stuck in the catheter. There was no reported patient injury. 11/04/2019 - returned wire is unraveled.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the guidewire was damaged and stuck in the catheter was confirmed, but the exact cause could not be determined. It was reported that the catheter could not be advanced/withdrawn because the guidewire was stuck in the catheter. One 12f triple-lumen (t/l) trialysis catheter was returned for investigation. The sample exhibited evidence of use. Both the venous and arterial extension legs were clamped and exhibited a cloudy appearance. A dry dark red colored residue was observed within the distal tip of the catheter. A guidewire was received separate from the catheter. A microscopic examination revealed that the core wire broke at the distal weld tip. The break allowed the coil wire to stretch and unravel over the core wire. The break is consistent with damage associated with tensile stress applied to the distal weld tip, which may have occurred if the wire was stuck in the catheter. The length of the core wire was 70cm. The outside diameter of the guidewire could not be accurately measured since the coil wire was unraveled. A review of the production records showed that the correct guidewire was included in the kit. No other similar complaints were reported from this lot. Due to the damage observed on the guidewire, the complaint was confirmed; however, the exact cause could not be determined. Reynosa evaluation complaint due to ¿guidewire was stuck in the catheter¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa it was concluded that due to the lack of inventory of that batch number of wire and also that the sample exhibited evidence of use it its impossible to determinate if the dimensions of the returned wire were higher than the specification for the wire that should have been in the trialysis kit. According to other evaluation testing and system information no discrepancies were found. Therefore, the complaint for incorrect guidewire placed into the kit was inconclusive. The exact cause remains unknown at this moment. A lot history review (lhr) of recv0302 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv0302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage from the catheter was found while using the power trialysis. There was no reported patient injury. On (B)(6) 2019 the facility reported that the initial information was incorrect and the correct event description was as below. (B)(6). It was reported that during insertion of the catheter, the catheter could not be advanced/withdrawn because the guidewire was stuck in the catheter. There was no reported patient injury. On 11/04/2019 - returned wire is unraveled.